Event description:
It was reported that an abdominal wound (B)(6) infection occurred. A deep tissue (B)(6) infection of the abdomen was further indicated. Signs and symptoms of infection included purulent yellow draining from the incision site; severity was considered severe. The event resulted in-patient or prolonged hospitalization. Lab work revealed light grown (B)(6) on (B)(6) 2015. A CT scan with contrast revealed fluid collection measuring 11.2 cm in craniocaudal dimension of right lower quadrant on (B)(6) 2015. Lab work revealed no growth of acid fast bacilli on (B)(6) 2015. (B)(6) tested positive, implant site discharge, implant site extravasation, and implant site infection was noted. The pump and catheter were explanted on (B)(6) 2015. In regards to etiology (incisional site / catheter tract), pump pocket was indicated and the event was considered to be related to device/therapy and possibly related to the implant procedure. The patient was to return for a follow up appointment on (B)(6) 2015 to see if the infection had resolved and to discuss re-implantation. At the time of report, the event was ongoing. The pump was used to infuse lioresal.

Event description:
It was later reported that that the event did not result in in-patient or prolonged hospitalization, but did necessitate medical or surgical intervention. The patient was administered IV vancomycin on (B)(6) 2015. The patient's (B)(6) 2015 clinic visit found the infection resolved. The patient outcome resolved without sequelae on (B)(6) 2015. The patient has a replacement surgery scheduled for (B)(6) 2015.

Event description:
Additional information received from a healthcare professional via a clinical study reported the event resulted in in-patient or prolonged hospitalization and necessitated medical or surgical intervention.

Manufacturer narrative:
Product ID 8578,# serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).